Event description:
It was reported that during sterile processing the unit is not cutting properly. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete and there is no additional info

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of the most recent repair record identified no repairs related to the reported event. The reported cutting issue could not be replicated. The device passed the sample mesh test; no problem found. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.